Manufacturer narrative:
(B)(4). Date sent: 10/26/2025 d4: batch #527d39. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45g reload was received for analysis. The reload was received with the right side partially fired 3/5, the left side partially fired 4/5 and with damage on reload deck. Upon evaluation of the reload, the one-piece sled, and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 527d39, and no non-conformances were identified.

Event description:
It was reported during a lap low anterior resection procedure, a staple failure occurred during rectal resection. There was a possibility that the intestinal forceps overlapped the staple line and caused staple failure. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: could you please tell us the surgical procedure used in this case? Lap low anterior resection. Do you know the location of the rectal resection (e.g., ra, rb, etc.)? Ra. Was it noticed that there were any abnormalities/faults in the function when the product was used? (E.g., strange noises, jaw opening and closing, articulation, etc.): there is a high possibility that the forceps was bitten. There was no discomfort when biting, and this event was found due to the staples. If you know, please tell us the shape of the staple. (For example: u-shaped, lumbricoid shape, etc.): the doctor did not remember the specific shape. Was there any bleeding or tissue damage when this event occurred? No, there was any bleeding or tissue damage. What was the treatment performed on the area where the staples were not formed properly? Stapling was performed again with an another cartridge. When an additional suture/re-suture was performed, were there any changes to the surgical procedure (e.g. Adding a port hole, extending the incision, etc.)? No, there were any changes. Are there any problems with the patient's condition after surgery? No, there are no problems. Please explain in detail what was the issue with the device: the staples did not form properly. Was the firing sequence started but not completed? No. If yes: did the device deliver any staples? N/a. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? Yes. If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.